Event description:
The user facility reported that prior to a patient procedure their vividimage 4k surgical display was not displaying video. No report of injury.

Manufacturer narrative:
The display subject of the reported event was returned to steris for evaluation, however the issue was unable to be recreated and no issues were noted with the function or operation of the device. As a precaution, the display was replaced. No additional issues have been reported.